Event description:
It was reported that the device was leaking at the bottom. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found enclosure was dirty, with label residue, main block was is dirty and drain fitting was rusted. Water tank cover has cracks around the bolts on the bottom. Contains oldstyle pcb, enclosure and drain fitting. Functional testing confirmed the reported problem. The root cause was a cracked water tank cover. UDI number is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).